Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-70, serial #: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead. Model #: sc-4316, lot #: 18041256, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had infection at the ipg site. Symptoms were swelling, redness and drainage. It was noted that infection was not procedure related and not caused by the device. Antibiotics were prescribed. The patient underwent an explant procedure.